Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections a3a: sex of patient at birth; h6: type of investigation, investigation findings, and investigation conclusions have been updated. Correction: h6 (device code). The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The valve remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3, s3u, and s3ur valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient and/or procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaint for valve deployed exhibits central regurgitation was confirmed based on the information provided. Any updates or additional findings will be submitted in accordance with the FDA reporting requirements. In this case, available information suggests procedural factors (post-dilation with non-ew balloon) likely contributed to the event as reported. Based on the reported information, after the thv was implanted within a pre-existing surgical valve, "an attempt was made to fracture the surgical valve using a 28 mm true balloon leading to severe central leak" and "the root cause was believed to be overexpansion of the balloon after the first valve was implanted." Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, according to the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by edwards field clinical specialist, a sapien 3 ultra resilia (s3ur) valve was initially implanted within a surgical mitral valve, an attempt was made to fracture the surgical valve using a 28 mm true balloon leading to severe central leak. The surgical valve had not been fractured prior to the valve-in-valve procedure. To address the leak, a second s3ur valve was implanted within the first, successfully resolving the issue. The perceived cause was believed to be overexpansion of the balloon after the first valve was implanted. Additionally, the exact model of the original mitral valve could not be confirmed, though a CT imaging suggests it was an edwards valve implanted approximately 19 years ago. The valve remains implanted in the patient.

Manufacturer narrative:
The investigation is ongoing.